Event description:
Additional information was provided stating the patient did not experience any complications as a result of this event.

Event description:
Note: this report pertains to one of two devices that were used during the same procedure. Refer to associated manufacturer report #3005099803-2012- 04019 concerning the other device. It was reported to boston scientific corporation that a polaris ultra ureteral stent was ''faulty.'' Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Analysis of the returned polaris ultra ureteral stent revealed that the bladder pigtail was severely accordioned and smashed. An unknown guidewire was returned stuck to the stent positioner. The guidewire was successfully removed from the positioner. The stent positioner was also accordioned. The suture was not returned with the stent. A guidewire was inserted through the stent and it passed properly. Procedural and possibly clinical factors may have contributed to the damage.